Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pt (age and gender unknown) the electrodes failed to perform cardioversion. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.